Event description:
It was reported that the right ventricular (rv) lead impedance has risen over time. Threshold was steady and no oversensing noted. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: addrl1, ipg implanted 2011-(B)(6). (B)(4).